Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the bottom jaw broke during knee scope and was left in patient. The surgeon attempted to retrieve the broken piece from the patient's joint space but was unable to locate the broken piece.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: jaw broke. Probable root cause: excessive force applied by user. Patient anatomy. Portal location. Incorrect instrument diameter/length. Manufacturing/servicing error. Reprocessing/handling error. Improper instrument selected. Lack of maintenance. Use error - attempting to cut improper materials. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the bottom jaw broke during knee scope and was left in patient. The surgeon attempted to retrieve the broken piece from the patient's joint space but was unable to locate the broken piece.